Manufacturer narrative:
No product is being returned for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: when visiting the hospital the surgeon told me that they had a broken trocar several weeks ago. He can't remember the procedure. He told me that it might be that the trocar is still packed in his wardrobe. He will look it up and if it is still there he will send me photos. Image of damaged trocar received from sales representative by email on (B)(6) 2018. No additional information is available. Patient status: ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided, which confirmed the complainant's experience of a fractured cannula tip. Based on the photo of the event unit, it is likely that the tip fracture was caused by force applied at the cannula tip by an instrument or object used during the procedure. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Additional information received from sales representative by email on 17aug2018: the surgeon told me that in both cases (B)(4) the patients have been quite young and so the tissue was very tight. During the procedure they pulled out the trocar and wanted to replace it at another position. At this moment they have noticed that there is a piece missing at the tip of the sleeve. They looked in the cavity for the piece but they could not find it. Then they have found it in the abdominal wall and could remove it. Patient status is ok. This trocar is not longer available.